Event description:
It was reported that the ilet touchscreen was unresponsive, and the user followed troubleshooting steps including cleaning, attempting input, placing the device on the charging pad, and performing a restart, after which normal touchscreen function returned and the user could navigate without further issues; blood glucose was reported as 105 and not affected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and device restart while on the charger. Investigation of this case revealed a transient touchscreen nonresponse that resolved with a restart, consistent with a temporary user-interface malfunction without impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible device malfunction that resolved with standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.